Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Summary of short-term outcomes of rezum and wave therapy for benign prostatic hyperplasia. (N.d.). Conference abstract.

Event description:
It was reported to boston scientific via an article that a report evaluates the short-term outcomes of minimally invasive treatments for benign prostatic hyperplasia using rezum and water vapor energy ablation (wave) therapy. Rezum was performed in 13 cases, showing a median procedure time of 6 minutes, catheter removal at 7 days, complete resolution of urinary retention, and a 79% reduction in post-void residual, with complications including prostatitis and false urethra formation. Wave therapy was applied in 16 cases, including 7 with preoperative urinary retention; six patients became catheter-free, while one required re-catheterization due to a urinary tract infection. No retreatments or rehospitalizations were reported. Both therapies were found to be low-invasive and effective for elderly or high-risk patients with urinary symptoms.

Event description:
It was reported to boston scientific via an article that a report evaluates the short-term outcomes of minimally invasive treatments for benign prostatic hyperplasia using rezum and water vapor energy ablation (wave) therapy. Rezum was performed in 13 cases, showing a median procedure time of 6 minutes, catheter removal at 7 days, complete resolution of urinary retention, and a 79% reduction in post-void residual, with complications including prostatitis and false urethra formation. Wave therapy was applied in 16 cases, including 7 with preoperative urinary retention; six patients became catheter-free, while one required re-catheterization due to a urinary tract infection. No retreatments or rehospitalizations were reported. Both therapies were found to be low-invasive and effective for elderly or high-risk patients with urinary symptoms.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Summary of short-term outcomes of rezum and wave therapy for benign prostatic hyperplasia. (N.d.). Conference abstract.